Event description:
It was reported that the device was implanted in 2003. Pt presented to e.r. With disassociated femoral component. The surgeon reduced the knee under fluoroscope 2004. The pt dislocated again and the device was removed and replaced with a custom femoral component in 2005.